Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates; there were no delivery interruptions observed in the black box. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no internal defects were found. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013 the patient's mother contacted animas and alleged the following: over the past several months, the patient's blood glucose (bg) has been ranging from 50mg/dl with shaking, to 480mg/dl with excessive thirst and excessive urination. Mom treats low bg with quick acting glucose and high bg with correction bolus. Customer technical support (cts) reviewed: all pump settings are set as desired. No relevant alarms, bolus, basal, suspensions,tdd are all adding up correctly. Mom states the patient is (B)(6) and may be growing. Cts considers the bg fluctuations to be due to diabetes management, and advised mom to discuss settings with health care provider (hcp) for possible adjustment. This complaint being reported due to the allegation that a patient on pump therapy experienced hyperglycemia with excessive thirst and urination.